Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2014, inratio inr: 6.0, laboratory inr: 2.5. Therapeutic range: unk. The time between testing was unk. There was no reported adverse pt sequela. Though requested, there was no add'l info provided.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without add'l info. Since the product associated with the complaint was not returned, mfg record review could not be performed and further investigation was not possible.